Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-13810. It was reported that the patient had an initial system implant on (B)(6) 2019. On (B)(6) 2019, the patient presented for a follow-up in clinic with redness and swelling at the implant site. It was confirmed that the patient had developed an infection and that the redness and swelling was attributed to the surgical procedure. The system was explanted and replaced on (B)(6) 2019 and the patient's condition was noted to be stable post procedure.

Event description:
New information noted that on (B)(6) 2019, the wound site was opened and cleaned instead and that the system was not explanted. The wound site was reported to have healed well.